Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No ramping numbers or scroll bar moving with no input noted.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.